Event description:
The advocate stated that control tests were performed using the customer's contour meter and the results were 187 and 200 mg/dl. The normal control range was 101-139 mg/dl. No adverse events were alleged. The advocate was unable to troubleshoot the system at the time of the call. Attempts made to contact the advocate or customer for follow up have not been successful. No product will be returned at this time.